Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient info: bmi at the time of index procedure? Patient symptoms manifestations (location, severity, appearance, system or local reaction)? Date ¿ time of onset of infection from the surgical procedure? Were there any precipitating signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? What was tissue location of the placement of vcp359h, vcp317h, vcp739d? Please clarify if two vcp359h with lot lj2220 were used? What was the tissue condition,i.e., normal or thin, calcified, fragile, diseased? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? If applicable, will product be returned, return date, tracking information? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient current status?

Event description:
It was reported that a patient underwent hip replacement procedure on (B)(6) 2017 and suture was used. Post operatively, the patient returned to the hospital and experienced wound infection on (B)(6) 2018. The surgeon performed additional procedure with different suture. The patient condition is reported as stable. Additional information has been requested.